Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of mitral stenosis and worsening mitral regurgitation (mr) appear to be related to case circumstances. Per physician, the increase in mr was unrelated to the mitraclips. Reportedly, the increased mr was due to both disease progression and physiological variations. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed due to an increased mitral valve mean pressure gradient. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation grade (mr) 3+. The patient presented with a posterior leaflet 2 prolapse (p2), primary jet a2p2, and mitral annular calcification. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, a follow-up echocardiogram was performed. The mr was grade 2+ and mean mitral valve pressure gradient 6mmhg. Per physician, the increase in mr was unrelated to the mitraclips. Reportedly, the increased mr was due to both disease progression and physiological variations. The mitraclips remained stable and well seated on the leaflets. There was no device malfunction and no suspected or confirmed tissue injury. No additional information was provided regarding this issue.